Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 208 mg/dl a pump system check was performed and the occlusion appeared to be within the cartridge. The customer loaded 2 additional cartridges and insulin was not seen exiting the cartridge tubing. The customer was to contact a healthcare provider to obtain a back-up therapy to manage diabetes. The customer declined any further follow-up from tandem technical support.